Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that an old back-up insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out. The blood glucose reading was 118 mg/dl. The customer was advised that the insulin pump was not functional. The product was not returned for analysis.